Event description:
Outpatient arrived to ep [electrophysiology] lab for planned afib/ aflutter [atrial fibrillation/atrial flutter] ablation. During transseptal access, toray guidewire was removed and noted to have tip broken. Md able to visualize broken tip lodged in septum under fluoroscopy. Consult to structural heart team. Wire left in place in septum. Additional procedure performed (amplatzer septal occluder device implant).